Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97792, lot # n454320, implanted: (B)(6) 2015, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported the patient woke up with terrible pain down there on the nerve endings on the morning of the report. The patient stated the stimulation was originally set at 3.00 or 3.40 and the patient increased it as far as he could go as he could ¿stand the shock¿ but it did not kick in anyway. It was noted the patient was feeling a steady pain, throb, hard pain. It was big time pain. The therapy worked well up and down his legs, but it did not center across his back real well. The patient stated the manufacturer's representative had told him that she could tune it up to a more centered location. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.